Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a hole in the waste line tubing at the y-union causing an incomplete draining of the baths. The fse cut the tubing to remove the hole and re-attached the tubing to resolve the leak issue and low counts on quality control (qc). The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported obtaining low counts on quality control (qc) for red blood cell (rbc), white blood cell (wbc), and hemoglobin (hgb) on all levels; and a few ml of fluid leaked from the coulter ac·t diff analyzer. The leak was contained within the instrument. The customer was wearing ppe consisting of lab coat, gloves, and eye protection at the time of the occurrence. A beckman coulter (bec) customer technical specialist (cts) had the customer changed the pump tubing and verified the vacuum isolator chamber (vic) but the issue remained. There was no exposure to mucous membranes or open wounds. No erroneous results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.